Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed in addition, the following reportable malfunctions were identified during the device evaluation: damage to the plug unit causes noise in the image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope experienced a blurry image. This issue occurred during maintenance. There were no reports of patient involvement.